Event description:
A corneal burn occurred immediately. Noted smoking at end of tip, possibly due to clogging. Changed handpiece, tip and sleeve; enlarged wound to continue. Extra sutures, anterior chamber iol with anterior vitrectomy required.